Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and seroma-late

Event description:
Healthcare professional reported left side rupture, "fibro-cystructural changes," "little fluid around the implant," and "armpit lymph, suggested to be inflammatory lymph" via MRI and ultrasound. Device has been explanted and replaced.